Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in an unspecified quantity (potentially 1 or 2) of intravia containers. After compounding with 40mg of phenylephrine hcl in 0.9% normal saline, 13 extrinsic (particles which are introduced from foreign or external sources) particles and three intrinsic (particles associated with the product) particles were observed inside the bag. A visual inspection of the bag was not performed prior to compounding. The device was used in conjunction with the baxter repeater pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a small clear plastic piece was observed floating from the membrane port of the bag. The particle appears to be detached from the membrane of the port. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the spiking process by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.